Manufacturer narrative:
The device has not been returned. Therefore, a product analysis has not been performed.

Event description:
The sales rep reported during a case, that there was difficulty with two high speed burs (same product number, same lot number). The first bur would not lock into the handpiece or rotate. They switched the bur out and didn't have any issues with locking and rotating the second bur. However, after using the second bur a while, the shaft broke. The sales rep reported there were no fragments and no impact to the patient. They continued the case using a 30k bur and completed the case without any further issues.

Manufacturer narrative:
Additional information indicates that the product event occurred during a frontal sinus drill out. The probe was received on may 25, 2016. It was confirmed that the customer did not report this product event to the FDA. The product analysis indicates that 2 un-sealed samples were returned for analysis. There was evidence of biological contaminants based off of reactivity with hydrogen peroxide on both samples. A microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), m4 handpiece, and scale were used for the analysis. Visually, both samples¿ spiral wraps were stretched, which would have resulted in the reported event. The length of stretch is 3/16¿ and 7/16¿ which causes the tip support area to misalign. When viewed under magnification, there was excess wear to both samples in the support area up to the point of breaking through the outer tube, which is consistent with excess pressure and / or speed. The customer indicated they continued the case using a 30k bur which may indicate they were running these burs at 30,000 rpm. Per the package labeled indications (71l1473 revision f) the bur should be run at less than 12,000 rpm. Both inner assemblies spin freely event with the damage. Both load into the handpiece, however it was observed that the outer tube was loose inside the front hub which most likely occurred during excess pressure and torsional load. The loose outer tube may have appeared to the user that the bur was not locked into the handpiece. No portion of the devices became detached therefore there were no fragments.

Event description:
Additional information indicates that the product event occurred during a frontal sinus drill out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.